Event description:
20g straight endoprobe single was not operating properly. The laser was not firing and was producing a white smoke. Lawson number 200418, reference number 10562-1, expiration 04/01/2025. The lot number was removed from pyxis.